Manufacturer narrative:
H.6. Investigation summary: one sample and three photos were provided by the customer for investigation. The sample was visually examined using unaided vision. Part of the luer lok® collar on the tip is broken. Three photos were also provided by the customer for investigation. One photo shows the entire syringe. The second photo shows a closer view of the tip from the side. This photo shows that part of the luer lok® collar on the tip is broken with the piece of the luer lok® collar which is damaged still attached. The third photo shows a closer view of the tip from the top looking down at the tip. This photo also shows that part of the luer lok® collar on the tip is broken with the piece of the luer lok® collar which is damaged still attached. The piece of the luer lok® collar which has been damaged is pressed outwards indicating that the force which damaged the tip likely came from near the barrel tip. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. The damage to the luer lok® collar is rough and jagged indicating that the collar was damaged after being molded. This indicates that the collar made contact with a hard surface causing the collar to break. As the batch number was not known it cannot be determined when or where this contact occurred. Bd acknowledges that the returned sample had damage to the luer lok® collar. As the batch number was not known it cannot be determined if this occurrence would exceed the acceptable quality level (aql) for the batch. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It has been reported that one syringe 20ml ll s/c 48 has been found with a damaged luer before use. The following has been provided by the initial reporter: the luer lock part of the syringe was damaged.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe 20ml ll s/c 48 has been found with a damaged luer before use. The following has been provided by the initial reporter: the luer lock part of the syringe was damaged.